Event description:
It was reported that the right ventricular (rv) lead had high impedance, there was no capture at full output, there were multiple short v-v intervals, and fracture was suspected. A kink was noted near the device under fluoroscopy. An alert triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was later explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, and the impedance on the rv pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 352 sics occurred. There were no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 300-500 ohm range. Rv lead integrity warning occurred on (B)(4) 2015 for sics greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).